Manufacturer narrative:
A technical services consultant discussed the external shocks would not likely have caused the battery to drain. However, it is known that exposure to cold temperatures will affect the device battery. It was expected the cold storage conditions in the funeral home caused the decrease in remaining longevity. However, laboratory analysis would be needed to confirm the cause. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker passed away. A clinician was called to the funeral home to interrogate the device for the coroners report. The device had recently been moved from the left side to a mid-chest area in preparation for radiation therapy. At the previous device check about two weeks prior to the death, the device interrogation found no issues and the remaining longevity was 4.5 years. In the funeral home, a few messages were displayed indicating trouble collecting battery information and the remaining longevity was finally displayed as less than 0.5 years. A long ventricular tachycardia (vt) episode was stored, and it was reported the patient had received two external shocks from emergency medical services. The suspected cause of death was vt arrest. There was concern the device was damaged by the external shocks, as it was implanted in a non-traditional location, and this caused the unexpected battery drain.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The seal plugs were intact and the setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of device memory confirmed there were no device resets stored. The device did not declare elective replacement time (ert) while implanted. The battery status dated (B)(6) 2018 was good. It should be noted that accurate device battery data is valid then the device is at body temperature (~37 degrees celsius). At temperatures lower than body temperature the device will give inaccurate battery status and longevity remaining estimates.